Event description:
The unit was making a whistling noise. The co's svc tech (st) verified the noise and that the volume, leak and outlet valve tests were out of spec. The st inspected the device and replaced the motor, gearbox and inlet and outlet check valves. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.